Manufacturer narrative:
Additional information was received on august 25, 2022. The implant date was clarified to be (B)(6) 2007. In addition to the right sided deflation reported initially, the patient also experienced bilateral capsular contracture. The right sided capsular contracture is baker grade ii. The left sided capsular contracture is baker grade iii. This report relates to the right prosthesis. See for contralateral prosthesis report. Explant is scheduled for (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation/capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female underwent primary breast augmentation with 375cc saline mentor smooth round moderate plus profile breast implants and experienced deflation on the right side postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.